Event description:
According to the reporter, during the procedure the thread of the device broke. The suture package was found in a plastic bag with a note that said, the suture was breaking very easily. Other packs in the same box were fine. They seemed dry rotted. Patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during the sigmoid colon resection, hartmanns, abdominal washout, colostomy procedure. Took a bite of tissue and the suture itself ¿snapped¿ along the length of the suture, not at the swage. Another pack of the same suture was opened and case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was one suture that was used on the patient that broke and one following that the surgeon "tested" prior to use by placing tension on the suture. It broke as well and was not used on the patient. Patient outcome was unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted two sutures and two needles. The retainers were inspected with no abnormalities. One of the needles was observed to be attached to a partial suture. It appeared that the suture was broken under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.